Event description:
It was reported that this pacemaker oversensed farfield signals. The oversensing of the r-wave on the atrial channel caused the device to inappropriately enter atrial tachy response (atr) mode switch. Technical services (ts) provided reprogramming recommendations to adjust the atrial sensitivity settings in order to mitigate the farfield signal detection and advised continued monitoring of the patient. No adverse patient effects were reported. This pacemaker remains in service.